Event description:
It was reported that 13 months post successful procedure for a right internal carotid artery-ophthalmic (c6 segment) with the subject flow diverter, the patient suffered partial temporal blurriness and blindness in the right exe (duration 5min). Another episode again in january 2023. Suspected right amaurosis fugax. The adverse event was recovered/resolved without treatment on (B)(6) 2023. Magnetic resonance angiography (mra) imagining revealed no ischemic lesion found. According to site this adverse event had a possible relationship with the procedure, subject flow diverting stent, and disease under study or underlying condition or disease. No additional information available. *********************************** update: additional information received on 14-aug-2023 stated that the two episodes are not considered neurological events of interest and not ischemic lesion per imaging and not tia (transient ischemic attack) per site and per cec (clinical events committee) adjudication. Additional information received on 15-aug-2023 stated that the adverse event of visual disturbances is assessed a possibly related to the study device per cec (clinical events committee) adjudication. So relationship to device has not changed. Additional information received on 22-aug-2023 stated that only the adverse event of visual disturbances related to ischemia and adverse event #2 of visual disturbances has not been assessed as tia ( transient ischemic attack) per cec (clinical events committee) members. No additional information available.

Manufacturer narrative:
Section d lot# corrected from 21740577 to 21740577r - corrected. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated "visual disturbances - partial temporal blurriness and blindness in the right exe (duration 5min). Another episode again in january 2023. Suspected right amaurosis fugax". Response was receive on 15-aug-2023 stated the "the adverse event of visual disturbances is assessed a possibly related to the study device per cec (clinical events committee) adjudication. So relationship to device has not changed." Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient

Event description:
It was reported that 13 months post successful procedure for a right internal carotid artery-ophthalmic (c6 segment) with the subject flow diverter, the patient suffered partial temporal blurriness and blindness in the right exe (duration 5min). Another episode again in (B)(6) 2023. Suspected right amaurosis fugax. The adverse event was recovered/resolved without treatment on (B)(6) 2023. Magnetic resonance angiography (mra) imagining revealed no ischemic lesion found. According to site this adverse event had a possible relationship with the procedure, subject flow diverting stent, and disease under study or underlying condition or disease. No additional information available.